Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as a touch contamination. On the same day as onset, the patient was hospitalized for two days for the event. On an unreported date, the patient was treated for the peritonitis with vancomycin, (ip) intraperitoneally (dose, route, and frequency not reported) for a total of three weeks. On an unreported date, the patient recovered from the peritonitis event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.